Event description:
The event is reported as: a pt expired while using the concha IV humidifier. Complaint also states that it was not indicated from the facility that the teleflex conch IV humidifier contributed to the death of the pt.

Manufacturer narrative:
There will be no sample returned. A follow-up investigation will be sent when completed.